Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the faulty power cable could not be determined. The event can be prevented by following the instructions for use which state: "before connecting the soltive laser system components, inspect the individual components, cables, and electrical connections for dirt, debris, or damage. Verify that the electrical cables are not frayed or split. Contact your local olympus service representative if any component appears damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Technical assistance center (tac) support engineer communication with the customer via company representative verified that the device earth resistance was above the range. Per the note, the company representative advised the customer to obtain a replacement power cable cord for the device. The subject device as noted, was not returning for evaluation. Per the follow up communication with the customer, it was conveyed that the issue did not cause any damage to the patient however, did have to cancel the case (unspecified case) and are waiting for the new cord (replacement cord purchased) to see if the problem persist. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device failed the electrical safety at location. Per the company representative the device power cable was bad. There was no harm reported. No patient harm, no user injury reported due to the event.